Manufacturer narrative:
The patient went to an emergency room the day of the treatment involving permlastic and was admitted for treatment of anaphylactic shock. The patient was released the next day (after midnight the day of the incident). The day the patient was released, the patient visited the dental office. Breathing had returned to normal and swelling was subsiding. One week following release from the emergency room, the patient visited the dental office and had recovered from the event. The dental office was not comfortable divulging any information on medications the patient may have been prescribed. The specific age and weight of the patient was not provided.

Event description:
A dental office alleged that a patient experienced inflammation of gum tissue and swollen lips a few hours after treatment involving permlastic impression material.